Event description:
Latitude alert on (B)(6) 2018 stated there had been "an automatic safety switch to unipolar on the rv lead due to a piece impedance measurement of >2000 ohms." Pt was brought in to the office on (B)(6) 2018 for testing. Pt had non-capture at max output on the rv in a bipolar setting, unable to test rv bipolar impedance as pt is dependent on his device. Unipolar settings were normal. Boston scientific technical services was contacted. Based on our findings, they recommended change out of the IV lead as well as the pulse generator. The pacemaker was originally implanted on (B)(6) 2018, making it less than three months old before major malfunction. Technical service will run an analysis report once the pacemaker is returned, but initial guess was damaged ceiling rings.